Event description:
It was reported that during a follow-up visit, interrogation revealed an on-screen notice about a memory reset. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a follow-up visit, interrogation revealed on screen notice about a memory reset. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a power on reset - power on reset parameters. Partial reset counter=1, fw reason hex=0004, reset wd reason=a illop interrupt occurred, wd reason=60 on (B)(6) 2011.